Manufacturer narrative:
(B)(4). The customer was issues and rga (return authorization number) for the return and evaluation of this device. If further information is identified based on the investigation a follow up medwatch will be submitted.

Event description:
A customer reported to a carefusion technical support representative via a phone conversation "on start up the uim touch screen intermittently stays dark-vent boots normally." No patient involvement.

Manufacturer narrative:
The alleged faulty user interface module was received and routed to the failure analysis lab for evaluation. The failure analysis lab evaluated the device, by installing it onto a user interface module test fixture and powering it on. Initially the reported blank screen was duplicated, however during a second power-up the screen powered on with no issues, and the blank screen was no longer reproducible. The issue was isolated to a cold start, and the following factors were considered. The amount of resistance being released by the thermistor. It was found that the thermistor reading was out of specification. The age of the device. Since this component is at least 9 years old it is assumed that this component has fatigued and was no longer operating per specification. Finding: reported issue was duplicated. Root-cause. Defective thermistor on the control pcba. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.